Event description:
The user facility reported that during an endobronchial ultrasound with fine needle aspiration, the users experienced difficulty advancing the visishot needles through the distal end of the bronchoscope. The physician reported that he felt a lot of restrictions towards the distal end of the bronchoscope even when the scope was in neutral position. The users reportedly used multiple needles from two different lot numbers, but only one needle reportedly worked. The users further reported that the sample obtained was insufficient, as the physician elected to terminate the procedure earlier due to the difficulty experienced with the needle. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be determined at this time. If additional and significant information becomes available later, this report would be updated. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2009-00252 for other related report.